Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, air in line was not reproduced. A review of event history log revealed multiple occurrences of air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be ultrasonic sensor out of calibration. The ultrasonic sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump alarmed air in line during device power up on the 6th floor department. There was no patient involvement. No additional information is available.